Event description:
It was reported that a transient ischemic attack occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. Prior to the procedure the patient was on eliquis 5mg bid and asa 81mg. Eliquis was held for two days immediately prior to the implant. During the procedure, a watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The closure device was implanted and released in the laa successfully. There were no complications. The patient was discharged home on (B)(6) 2018 as planned. On (B)(6) 2018, the patient presented to the hospital with an inability to speak which lasted 45 minutes and left arm paralysis which lasted 15 minutes. Magnetic resonance imaging was done and the result showed a right temporal acute punctate defect suggesting embolic event and EKG showed normal sinus rhythm and carotid ultrasound was negative. There were no other symptoms after these symptoms subsided. The patient was diagnosed with a transient ischemic attack with no residual effects. The patient was discharged from the hospital. On (B)(6) 2019 the patient had the 45-day follow up transesophageal echocardiogram and the device was sealed and there was no thrombus.